Manufacturer narrative:
(B)(4) batch # t92e2d. Investigation summary: an image along with the device was returned for evaluation. The image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. A closer look at the clamp arm interface shows that the jaw was damage at the proximal side. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the jaw of enseal g2 articulating tissue sealer broke during a hysterectomy. No patient consequence reported.